Event description:
While wearing the sound processor, the pt reportedly had no sound percept. In december, 2004 the pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. Two weeks later, testing performed by the center confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.